Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had bent cannula event. Therefore, the patient was hospitalized on (B)(6) 2024 with blood glucose level of above 500 mg/dl and vomiting. The patient stayed in hospital for greater than 24 hours. The patient was treated with intravenous insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: lake butler. Patient country:united states.